Event description:
A customer reported that during a vitreoretinal surgery an ophthalmic console's head gear light went out. The surgery was competed with back up head lamp. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. Per the sr, the issue was with the laser indirect ophthalmoscope (lio) headset and not the system. The system was found to have no problem. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed an issue with the lio. The system was found to have no problem. However, the system itself had no problem. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).